Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 5/12/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: did this issue contribute to any patient adverse event? No was re-suturing performed under the same procedure? Yes was reoperation necessary to remove the suture and re-close the wound? No to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. When the midwife performed intradermal suture for the patient's wound, the suture broke and needed to be disassembled and sutured again. There were no patient consequences reported. Additional information was requested.